Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unusual rewinding of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for the general documentation. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. No rewind anomaly noted. Please see below for the date range listed in the pump history (memory). Pump history (memory) lists data from 03-nov-2025 to 01-dec-2025. There was no data available to verify pump error(s)/alarm(s) noted 2 days prior to the event date of 16-apr-2025 in the pump history (memory). During visual inspection, corrosion was found on the battery tube assembly noted. The pump was cut open and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.12 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Customer alleged for rewind anomaly was not confirmed. However, during visual inspection corrosion was found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.